Manufacturer narrative:
It was reported that there were green unidentified pollutants at the white cone cap and the threaded mouth. To aid in the investigation, two samples in sealed packaging flow wraps and one photo were provided for evaluation by our quality team. Both samples received have equipment lubricant on the tip cap. The photo provided shows the samples received. This defect could occur after a preventative maintenance or repair to the molding tool/press if proper cleaning was not completed. A device history record review was completed for provided material number 306594, lot number 0225002. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Inspections of the molding tool/presses was performed finding everything clean. Samples will be shown to manufacturing associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. CAPA not required at this time.

Event description:
It was reported that 2 syringes 5ml saline fill china sp contained foreign matter. The following information was provided by the initial reporter: "when preparing for maintenance of the catheter on (B)(6), it was found that there were green unidentified pollutants at the white cone cap and the threaded mouth . The customer worried about the risk of contamination."